Event description:
During a pt use, it was reported that the device intermittently turned itself off with known good batteries. The user pressed the power button and was able to turn the device back on. There was no report of adverse pt outcome as a result of the device use. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control is in the process of evaluating the device and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.